Manufacturer narrative:
(B)(4). The replaced pump was received for investigation. Visual inspection found no abnormalities. Functionality tests were performed by installing it into a test ventilator. It was allowed to ventilate for several days. The pump was periodically checked for abnormal noises, and none were heard from the pump throughout the running tests. The customer reported malfunction was not duplicated, and it could not be verified.

Event description:
It was reported by that during patient use, the ventilator pump generated an abnormal noise. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).the customer reported that they have replaced the pump to resolve the issue. No components will be returned for investigation.